Manufacturer narrative:
Suspect device: comfort curve test strips.

Event description:
Customer reportedly obtained results of 206 mg/dl and 85 mg/dl on the advantage test system within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect device, however, strips are unavailable for return. No information reported to indicate where comparison was performed. Advantage test system: meter, test strip lot 549512, exp 02/29/2008, cat/2030373.